Manufacturer narrative:
Investigation summary: bd received samples (stopper) and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for coring with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to coring was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for coring with the incident lot was observed. Evaluation of the customer samples (stopper) was conducted and coring was observed. Additionally, evaluation/testing of the retain samples was conducted and coring was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had foreign matter in the tube. This occurred on 54 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had foreign matter in the tube. This occurred on 54 separate occasions. No serious injury or medical intervention was reported.